Manufacturer narrative:
Patients' specific with regard to age and weight were not provided by the doctor. The doctor re-cemented crowns for tooth #18 and #29 using the same product, without further incident. To date, the patient is doing fine. The product was returned and an adhesive strength test was evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor alleged that a patient had experienced the debonding of two (2) crowns after one (1) day of placement using breeze self adhesive resin cement.